Event description:
The customer has visually observed streaking effects of the solid phase particles in the advia centaur cortisol reagent ready packs. There was no report of adverse health consequences due to the visual discordant cortisol reagent ready packs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Siemens has investigated and confirmed the customer's observation of reagent pack solid phase banding (streaking) that affects the onboard stability of the reagents which has the potential to affect both controls and patient results over the onboard stability period. An urgent field safety notice ((B)(4)) was distributed to customers in (B)(6) 2012 to address this issue.